Event description:
During a total gastrectomy procedure involving one pt, the instrument could not be fired. The surgeon applied another instrumetn to complete the procedure. The hosp has reported no pt injury.